Event description:
It was reported that a malfunction occurred on a pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was provided with information to reset the pump and received assistance from technical support to do so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happens again.